Event description:
It was reported that a patient was charging her device more than expected. The reporter stated that the patient's device was set at a rate of 90 and an amplitude 'in the upper 7's.' Five days later, it was reported that the patient's charging report matched the device recharge log and the patient could demonstrate effective recharging. No diagnostics were performed and the cause of the issue was not determined. The reporter stated that impedances were all good. It was reported that after visiting with the patient, the patient's physician elected to replace the device on (B)(6) 2013. The patient's outcome was noted as being able to recharge normally and receiving effective therapy. The next day it was reported that the device had been replaced because 'it was not holding charge.' A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received which reported that it was unknown if there had been any overdischarge issues. It was however later reported that there had been a "possible" overdischarge.

Manufacturer narrative:
Product ID 399930, lot# v044810, implanted: (B)(6) 2007, product type lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2007, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).